Event description:
A report was received that the patient had pus around the tension loop of the paddle lead that was related to the patient¿s issue of discitis, which was not caused by the scs. The patient underwent an explant procedure and was referred back to her infectious disease physician for any antibiotic management.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.